Event description:
Reportedly during the implant attempt of the subject pacemaker the silicone cap has lifted at the screwdriver¿s slot level.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implant attempt of the subject pacemaker the silicone cap has lifted at the screwdriver¿s slot level.